Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter slipped out of the patient. Upon investigation, it was noted that balloon had ruptured and had a hole in.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. As no lot number or product catalog was provided , a labeling review cannot be completed.

Event description:
It was reported that the catheter slipped out of the patient. Upon investigation, it was noted that balloon ruptured and had a hole in.